Event description:
Same case as MDR ID:2134265-2014-06682. Reportable based on device analysis completed on 16sept2014. It was reported that the burr was unable to ablate the lesion and resistance was encountered upon advancing the burr into the rotawire. A 330cm rotawire¿ and wireclip¿ torquer and a 1.25mm rotalink¿ plus were used to treat the target lesion located in the "highly" calcified mid right coronary artery. During procedure, the physician tried debulking the lesion with a 1.25mm rotalink plus but this device was unable to ablate the lesion. The burr was then replaced with another 1.25mm burr and the same issue was observed. It was then noted that resistance was encountered upon advancing the burr into the rotawire. Procedure was not completed due to this event. No patient complications were reported and the patient status was stable. However, device analysis revealed a damaged/blocked annulus of the burr possibly due to a fractured guidewire.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination was performed. A guidewire was returned running through the device. This was removed with no resistance encountered. The handshake connection was inspected and no issues were noted. The annulus of the burr was inspected and was observed to be damaged and blocked. The blockage may be due to a fractured guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).